Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right ventricular (rv) channel. Additionally, high pacing thresholds and noise on the shock channel were observed. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. This ICD and the rv lead remain in service. No adverse patient effects were reported.